Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample was provided for further evaluation. Based on the evaluation results, black foreign matter or any other source of contamination was not observed. Review of the device history records (DHR) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility information by bbm sales organization in (B)(6): black particles inside number 6 pump segment.